Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Gervelis, w. L., <(>&<)> golomb, m. R. (2020). Mechanical thrombectomy in pediatric stroke: report of three new cases. Journal of stroke and cerebrovascular diseases, 29(2). Https://doi.org/10.1016/j.jstrokecerebrovasdis.2019.104551. Medtronic review found the purpose of the article was to review three pediatric cases treated for thrombectomy, discussing patient outcomes specifically regarding pediatric stroke patients treated with mechanical thrombectomy (mt), and the need for additional research regarding treatment of pediatric stroke. The first reviewed case was not treated with a medtronic device. The second case included unsuccessful thrombectomy attempts with a solitaire for arterial occlusion. The third case was a case was to treat multiple venous thromboses, two of which were treated by thrombectomy using a solitaire. None of the patients were asymptomatic after treatment. Case 3: an (B)(6) boy with personal history of asthma and recent acute history of ear infection 10 days earlier that was treated with amoxicillin, and vomiting, headache, and decreased appetite 4 days earlier. On the morning of presentation, the patient had an episode of bed-wetting followed by a second episode of urinary incontinence. While at the emergency department, the patient had an episode of leg shaking and there was concern of possible seizure. A non-contrast head CT showed likely dural venous sinus thrombosis. The patient was started on a heparin drip with levetiracetam and intubated for airway protection due to declining mental status with glasgow coma scale of 6. The patient was then transferred to the pediatric hospital where brain magnetic resonance imaging (MRI), magnetic resonance angiography (mra), and magnetic resonance venography (mrv) showed diffuse thrombosis in the bilateral internal cerebral veins, thalamostriate veins, right basal vein of the rosenthal, vein of galen, straight sinus, and left transverse sinus. Due to the extensive thrombosis, mechanical thrombectomy was performed. A solitaire was used to achieve partial recanalization of the occluded straight sinus and left transverse sinus. The heparin infusion was continued postoperatively. The following day, the patient was extubated and was following commands. The patient was discharged home on the eighth post-operative day with no obvious ne urologic defect. Repeat MRI at 3-months showed completed clot resolution. Follow-up at 8-months post-operative, the patient had no focal neurologic deficits but there was concern about school performance and neuropsychological testing suggested the patient should receive accommodations for reading at school.

Manufacturer narrative:
Literature article was omitted from initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.